Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
On 04/12/2022, it was reported by a distributor via sems that a ar-8916vnr-05 volar distal radius plate is not locking with the screws. This occurred during an unknown case when the surgeon was able to pass 2 of the distal screws all the way through the plate to the other side. The screws did not lock into the plate. There was no patient effect reported. No additional information provided.